Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet after a new sensor was applied, resulting in repeated pairing status despite use of the correct pairing code. Symptoms included no glucose data available on the ilet due to loss of cgm connectivity. Outcomes included interrupted automated insulin dosing that required user intervention. Investigation included guided troubleshooting and education, including cycling bluetooth, restarting the sensor, and reattempting pairing. Investigation of this case revealed that the cgm-to-pump communication did not establish initially but pairing proceeded after troubleshooting, indicating a transient connectivity issue without device damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user- and environment-dependent connection interference that resolved with standard pairing procedures.